Manufacturer narrative:
Section d1 brand name corrected. Section d4 catalog number was corrected.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. False alarm: the cause of the false alarm was not determined due to lack of product and data logs returned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced intermittent positioning alarms. An echocardiogram confirmed the pump was positioned correctly. No patient harm was reported.

Manufacturer narrative:
Updated information: d6b explant date added.